Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that a micro-dislodgement causing poor sensing and markedly elevated threshold was observed on the right atrial (ra) lead. The ra lead was explanted and successfully replaced. There were no adverse health consequences to the patient.